Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the tubing is defective. Report suggests not in use on a patient, however leakage of cytotoxic drug onto the floor reported.